Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not delivered a food bolus and the bg was 305 mg/dl. The customer was changing the pump supplies and when the customer attempted to resume insulin delivery, the pump displayed the message "there was no insulin in the cartridge". The customer had not received any alerts or alarms. Tandem technical support assisted the customer with reinstalling the current cartridge. The customer resumed insulin delivery. The customer was to correct for the bg via the pump.